Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient was getting constant blisters above and below the aligners. Additionally, inflammation and sensitivity along with a chipped filling was noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.